Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 08/11/2008, 08/18/2008, and 09/02/2008 by phone, fax, and mail. A completed questionnaire has not been returned. This report was mailed to FDA on: 09/08/2008.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a central scratch was noted on the lenses of two patients. The surgeon was not able to see the scratches until the lenses had unfolded in the eyes of the patients. The surgeon does not know whether or not this will affect their visual outcome. Additional information has been requested. This report is for the first patient.